Manufacturer narrative:
For the investigation the log file was analysed. It was not possible to reconstruct the event in detail as the device was further used after the reported problem occurred. The corresponding user log had therefore already been overwritten. The analysis of the device log showed repeated leaks on the patient-side tubing system, in particular between 2:32 am and 4:43 am on (B)(6) 2025, mv leaks of between 0.7 and 1.6 l/min were detected. No indications of a malfunction of the device were found. The integrated gas monitoring allows the user a permanent overview of the oxygen, co2 and agas measured values. With regard to the pressure build-up, the device provides visual and audible pressure and/or flow-related alarms (vt not reached, minute volume low, pinsp not reached, apnoe). In the event of a fresh gas shortage, leak or fg low is also signalled. All alarms, their possible causes and remedial measures are described in the instructions for use. The logbook shows no technical failure of the device during the procedure in question. Both the gas mixer and the ventilator were fully functional at all times. Accordingly, the case has been re-assessed to be not reportable in accordance to the meddev 2.12 document and MDR.

Event description:
It was reported that automatic ventilation was not possible between 0:45 am and 03:00 am. Manual ventilation with the ambu bag was not possible, even by activating the o2 flush function. As a result of this situation, the patient required resuscitation.

Manufacturer narrative:
The investigation was started. The result will ben forwarded in a follow up report.

Event description:
It was reported that automatic ventilation was not possible between 0:45 am and 03:00 am. Manual ventilation with the ambu bag was not possible, even by activating the o2 flush function. As a result of this situation, the patient required resuscitation.